Manufacturer narrative:
Information provided demonstrates the pth calibration and quality control at the time of the event were acceptable and the weekly and monthly maintainence had been performed. No reagent or instrument issues were detected. A specific root cause could not be identified. The customer was not using cup adapters with 13 mm sample tubes as recommended, this is the most likely cause for the initial low pth result. The pth results were generated during a correlation study. The erroneous result was not reported outside the laboratory. The patient was not affected.

Event description:
The customer experienced reproducibility issues with parathyroid hormone-intact, parathormone, parathyrin (pth). The issue involved an external proficiency sample and one patient sample. The customer provided discrepant pth results for the patient sample. The initial result was 26.19 pg/ml. The sample repeated on the same cobas 6000 e601 module recovered 90.6 pg/ml and 96.98 pg/ml. The initial result was not reported outside the laboratory until the sample had been repeated. The patient was not affected. The pth reagent lot number was 15670104. The customer declined a field service dispatch. She had performed a pth precision study on (B)(6) 2010 which was acceptable and had not experienced any other issues with results.